Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and the infusion set cannula was pulled out. Customer had gone into diabetic ketoacidosis and was admitted to the hospital for 4 days. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply. The type of infusion set used was not provided.